Event description:
Boston scientific crm received information that during suturing of this pacemaker into the pocket, the indifferent electrode partially detached from the device. The device was removed from the patient and successfully replaced with a new device. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. Visual inspection of the device header noted that the pin that holds the indifferent electrode was bent. The damage could indicate excessive force was used, causing the displaced electrode. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.